Manufacturer narrative:
In patient identifier, "ni" refers to "no information". There was no patient involvement in this complaint. In date of event the event date of the malfunction observation is not provided by the complainant.

Event description:
As per complaint (B)(4), the dr. Stated that there is damage to the surface of a dental implant.